Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had leak. Customer's blood glucose was 165 mg/dl. The customer stated that the device were wet and they could smell insulin. The customer stated that the reservoir was used. The customer stated that the device has a crack around the battery compartment. The customer was advised to return the reservoir and transfer guard. The customer stated that she discarded it. The customer was advised that we would send replaced reservoir with the loaner pump. The customer was advised to use ther reservoirs and see if the leaking stops.